Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: dtba1d1 ICD, implanted: 2014-(B)(6); 6935 lead, implanted: 2012-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported by the patient that the lead would "come loose." Follow-up with the physician's office clarified that the lead had dislodged, at the time the threshold was noted to be high.